Event description:
It was reported that the device failed accuracy test and calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information:e2, e4, g2(report source), h3, h6, h7, h9. A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 22/jun/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Additional information:imdrf annex a, b, c, d and g grid , this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted: unable duplicated fails accuracy test/calibration. Replaced door assembly crack upper hinge, upper pressure sensor assy for error code 240.4150,lower pressure sensor assembly for error code 240.4140. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient a review of the device history record showed the device had a manufacture date of 22/jun/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was fully investigated, and the reported issue was not confirmed. The device was working as designed. A root cause finding is not available as no failure was found. A bottle side pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed accuracy test and calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed accuracy test and calibration. No additional information was provided. There was no patient involvement.